Event description:
Reported by the pt and confirm with the doctor as a port leak.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 07/may/09. The product associated with this report has not yet been returned. Based upon the implant date and the serial number provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis once the device is explanted. Visual examination may confirm or determine another connector type associated with this report. The device remains implanted. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."